Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Fault was observed in device data log, however was unable to be reproduced during device testing and stressing with known good test cables. This claim has been closed as device meets specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.